Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Customer stated they put the transmitter on and it was in warm up period that led to lost sensor signal. Blood glucose level at the time of the incident was 420 mg/dl which has been treated with a bolus. Customer declined to troubleshoot for high reading. Customer was advised on how to re-establish communication with the transmitter and sensor. The insulin pump will not be returned for analysis.